Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material clogging the device. This is attributed to failure to clean adequately. Due to clogging of nozzle, water supply volume, air supply volume, and water removal ability of the device does not meet the standard value. Other observations for the device are: due to a pinhole on distal end rubber coating (a-rubber), water tightness is lost; due to a crack on up/down (u/d) knob, water tightness is lost; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of u/d knob is out of the standard value; adhesive around light guide (lg) lens is peeled; connecting tube has a dent and a wrinkle; paint on suction cylinder (s-cylinder) is peeled; s-cylinder is shaved by cleaning brush; scope connector (s-connector) has corrosion; control unit has discoloration; instrument channel has a dent preventing smooth insertion of forceps; electrical connector (el-connector) has water invasion; and switch box, scope cover (s-cover), switch (sw) sw1, right/left knob, connecting tube, s-connector, grip, control unit, and universal cord have a scratch. User¿s complaint of poor water supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a poor water supply issue. There is no harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle of the device. This is attributed to failure to clean adequately. Due to clogging of nozzle, water supply volume, air supply volume, and water removal ability of the device does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.

Event description:
Addendum dec 19, 2022: customer returned the device for an issue of poor air supply as well as poor water supply observed during pre-use inspection.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response to foreign material questionnaire. The e1 "telephone number" field was corrected due to incorrect country code. The customer completed the foreign matter related survey. The customer confirmed the device was cleaned, disinfected and sterilized prior to sending to olympus. The customer did not know what the foreign object was. The customer stated it was possible the endoscope was used in a case with the foreign material attached to it. There was no delay to the start of precleaning. The nozzle was flushed with water and air. The customer confirmed there were problems with the accessories used for reprocessing. The nozzle was wiped/brushed with clean lint-free cloths, a brush or sponge. The nozzle was flushed with detergent solution. The customer had no concerns regarding reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is likely the event was due to insufficient reprocessing, however, a root cause cannot be established. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the combination function of related equipment. [Inspection of endoscope]. 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.